Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "iab circuit leak (gas loss)" alarm generated. The hospital staff checked the iab but could not confirm any abnormalities. Therapy was completed and there was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The extender tubing and pressure tubing were also returned. The catheter tubing and sheath tubing were bent at the same location approximately 32.5cm from the iab tip. A catheter tubing kink was also observed near the y-fitting at approximately 73.7cm from the iab tip. Additionally, the ¿trans-ray plus 7.5fr 35cc¿ label was partially detached from the y-fitting. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded. The reported event cannot be confirmed by the evaluation. The product performed according to specifications. Even though we were unable to duplicate the reported problem, kinks and/or bends on the catheter tubing could cause pump alarms. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "iab circuit leak (gas loss)" alarm generated. The hospital staff checked the iab but could not confirm any abnormalities. Therapy was completed and there was no reported injury to the patient.

Manufacturer narrative:
Initial reporter occupation: clinical engineer. Event site postal code: (B)(6). Event site city full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "iab circuit leak (gas loss)" alarm generated. The hospital staff checked the iab but could not confirm any abnormalities. Therapy was completed and there was no reported injury to the patient.